Event description:
The manufacturer was contacted rep dream station auto CPAP, dom - recrt. The manufacturer received information alleging respiratory cancer and colon cancer. No other clinical information or medical interventions were reported. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded respiratory tract irritation problem. The patient did not report to receive medical intervention. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit is scrapped due to age.